Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member of customer reported via phone call that customer was experiencing high blood glucose level. Customer checked blood glucose it was 487 mg/dl then changed the site, tubing and insulin and treated with a bolus. After 30 minutes blood glucose level was 533mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. The transmitter was not blinking when connected to sensor. The insulin pump will not be returned for analysis.